Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide during a sphincterotomy. Additional info provided with this report indicated the physician used proper flushing techniques. When the wire guide was pulled back through the device, the coating of the wire guide separated but did not detach near the distal end. The device was removed with no injury to the pt.